Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 4 infusion set fell off event on 14-apr-2024. The infusion set was in use for 24-36 hours. No further information available.